Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and granuloma.

Event description:
Patient reported left side ¿contracture¿, ¿hard prosthesis¿, ¿granuloma¿, ¿nipple sensitivity¿, ¿hot breast and swelling¿, ¿mention of recall¿, "breast cysts, measuring up to 1.0 cm, some with thick fluid content", "radial bends". Device remain implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: red and yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.